Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified cephalic vein. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at third inflation, it was noted that the balloon ruptured at 8atm for 15 seconds. The device was simply removed and the procedure was completed with another of the same device. No patient complications were reported and patient was good post procedure.